Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the image was not displayed due to charge-coupled device (ccd) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the camera head the cable¿s protective cover was damaged. The issue was found during preparation for a diagnostic choledochoscopy. Inspection and testing of the returned device found there was no image being displayed by the camera. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the charged coupled device was damaged which prevented an image from being produced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.